Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified common iliac vein. An opticross35 imaging catheter was prepped and inserted, however, no image appeared on the intravascular ultrasound (ivus) regardless of troubleshooting (flushing and disconnecting several times). Another opticross35 imaging catheter was pulled but had the same issue. Finally, after powering off the ivus and trying the third catheter, it worked. A 18-4/5.8/75 xxl esophageal balloon dilator was advanced; however, during inflation, the device got fractured. The device was removed intact and the procedure was completed with a different 18x4 xxl balloon dilator. There were no patient complications reported.